Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - the lens was removed during the same procedure. Section d6b - explant date: n/a - the lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that resistance was identified at the final moment of plunger advancement and it was noticed that the embolus caused the intraocular lens (iol) to fracture during the insertion process. The iol was removed and another lens was implanted during the same procedure. Procedure was completed without complications. No patient harm or issues were reported. No further information was provided.